Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer will submit follow-up report upon receipt of device and/or availability of further information from healthcare facility.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. Based on the information available, on (B)(6) 2026, a perceval plus valve, pvf-s, was implanted successfully in a patient. However, after implantation the leaflets were not coapting by visual inspection and remained the same even after ballooning. The aorta was then closed and tried to come off bypass. On echo, it was observed that one of the leaflets was not moving while the other 2 were. The pressure on the monitor was measured at 90/50. As such, it was decided to cannulate again and go on bypass and remove the valve. No further information is available at this time.